Manufacturer narrative:
The technician found the casters were worn and dry rotted. He replaced all of the casters and the brake block assembly to repair the bed.

Event description:
Information received indicates the brake is not holding.